Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when a patient presented for a follow-up, decreased r-wave amplitude and loss of capture were observed. X-ray revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient was in stable condition post-procedure.